Manufacturer narrative:
The device was received for evaluation. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed the user stopped a previous infusion; however, there was no evidence that contributed to an under-infusion event. Functional testing was performed and did not identify any issues related to the reported condition; the device was successfully loaded and a set run with no issues. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump infused volume; however, volume remained in the syringe. This was observed during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.